Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had been alarming no delivery during basal, bolus and fixed prime. The blood glucose at the time of the incident was 134 mg/dl. During troubleshooting, the customer disconnected at the quick release and insulin did not exit the tubing during fixed prime. He then disconnected and reconnected the infusion set and reservoir and received a no delivery alarm during manual prime. He was explained that the alarm was caused by a set/reservoir occlusion and advised to change the infusion set and reservoir. The reservoir will not be returned for analysis.